Manufacturer narrative:
After battery installation insulin pump started the count and stopped at number 7 followed by blank display and a constant audio alarm due to cold solder joints at mother board. No black display anomaly noted. Insulin pump had minor scratches on lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer had a blank display after replacing their battery. The customer's blood glucose was 308 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. Troubleshooting did not find any damage to the insulin pump. Troubleshooting was also unable to retrieve the customer's display by inserting a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).